Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. During functional examination, including pressure and clear passage under water testing, a leak was observed between the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of clearlink system solution sets were leaking. It was further reported that the location of the leak was right under the fill (drip) chamber where it meets the tubing. This issue was identified while in use for patient infusions and as a result the tubing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.